Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for surgery? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the care of the patient? Were there any issues with staple formation throughout the procedure? What is the current patient status? Does the surgeon routinely use an ats45 for these procedures? What is the surgeon¿s specialty and experience with this procedure? What color cartridge was used on each anatomical structure? Did the surgeon wait the recommended 15 seconds prior to fire? Was the device difficult to fire or difficult to close? Any issues with staple form throughout care of the patient? What was the medical or surgical intervention needed to treat the staple line bleed? What is the current patient status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op of a sigmoid colon vaginoplasty procedure that the patient returned to the or for a staple line bleed. No further information was provided to the sales rep. No device will be returned.